Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have a broken conductor wire inside the yaw pulley within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Thermal damage was observed. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode grip was exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had cable breakage. The procedure was completed with no reported injury.